Manufacturer narrative:
On (B)(4) 2013 it was identified that the manufacture location was incorrectly documented. Please refer to manufacture report number 3002809144-2013-00076.

Event description:
The customer reports falsely elevated architect intact pth (ipth) assay results. One patient generated a result of 101.0 pg/ml. The sample was then tested by an ria methodology and generated a result of 51.05 pg/ml. The customer is concerned that even though the architect ipth assay has the same reference range as the ria method that the architect results have such a high bias. The customer also expressed concern that external proficiency test results show that the architect ipth assay is not in line with any competitor assay and demonstrates a very high bias. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25 that has a similar product distributed in the us, list number 08k25-27. (B)(4).